Event description:
Hosp reported that during a case, the motor quit spinning on the bio-console. The bio-console was replaced with a back-up bio-console to continue case with no effect to the pt. Motor quit spinning during a case; smelled smokey odor also.